Manufacturer narrative:
Our investigations have been completed. There is no information received from the hospital if the ventilator has been repaired despite of several reminders. The reported event with ¿fio2 drifting¿ was confirmed on a received video and the received device log files. The video and device log files shows that the o2 concentration was higher then set. From the received video there is a sequence that indicates oscillations in one of the two gas modules. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. No goods has been received, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was received by the biomed department of the hospital with a note that is stating "fio2 drifting" on the device. There was no patient harm reported. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).